Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. The cannula was found bent. It could not be confirmed that the customer received the sensor in this condition as it was returned opened and used. The needle complaint could not be confirmed as only the sensor was returned and no needle was returned.

Event description:
Customer reported lost sensor alerts. The blood glucose reading was 146 mg/dl. Customer had recently received a new transmitter but the new transmitter ID was correctly programmed into the insulin pump. He also stated that he had trouble removing the sensor needle sometimes. The blood glucose reading was 304 mg/dl. Customer treated with the insulin pump. He stated that the sensor appeared to be fully inserted and flat against the skin. The alert occurred after initialization. Customer stated that there was no damage on the connection bridge or pins. Customer also mentioned that some of the previous sensors had fallen out of the skin and that he had received sensor alerts. A test plug procedure was run and passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.